Event description:
Per customer medwatch report:" IV medication calcium gluconate (2gm in d5w 100ml) was hung for an infusion with a rate of 60ml/hr. During infusion it appeared that the medication had back flowed into the primary tubing."

Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Conclusion: the customer's report of backflow was not confirmed, and testing of the returned part from the supplier indicated a passed result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this report was not identified. A particulate can cause a valve to remain open that allows backflow to occur. It is possible that during transport a particulate could have been dislodged.